Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73l1800098 was manufactured on 11/06/2018 a total of (B)(4) pieces. Lot was released on 11/16/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with a clip broken at the hook partially loaded incorrectly into the jaws. The next clip was out of position in the channel. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the partially loaded clip was manually removed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The next clip was unable to load properly as the pusher head (distal end of feeder) was to the side of the clip. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. One of the clips in the channel had a broken hook. The yoke was also broken at the pin position. The sample was received with 12 clips remaining including the partially loaded clip, indicating that 3 clips were fired by the end user. The broken ratchet caused the clips to become out of position and prevented the clips from loading properly into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. Reference file (B)(4)for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The reported complaint of "unit misfired" was confirmed based upon the sample received. One device was returned with a clip broken at the hook partially loaded incorrectly into the jaws. The next clip was out of position in the channel. Upon functional inspection, the next clip was unable to load properly as the pusher head (distal end of feeder) was to the side of the clip. The sample was disassembled, and it was found that the clips were out of position and stacking on one another in the channel. One of the clips in the channel had a broken hook. The yoke was also broken at the pin position. The sample was received with 12 clips remaining including the partially loaded clip, indicating that 3 clips were fired by the end user. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. The broken ratchet prevented the clips from loading properly into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that both devices misfired during a laparoscopy case and an ioc case.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that both devices misfired during a laparoscopy case and an ioc case.